Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all keypad buttons responded as expected; the keypad was also removed and there was no damage found to the key contacts.

Event description:
The patient reported that the ok, up arrow and down arrow keypad buttons became intermittently responsive a week ago. It was stated that the ok, up arrow and down arrow buttons required several presses on the keypad in order to elicit a response and that the buttons felt flat when pressed and did not have normal spring back. The pump was reportedly worn in a pocket and was not cleaned.